Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicate in the evaluation. Review of the black box data found the last bolus and last basal were delivered 21 and 22 days respectively after the complaint date. The total daily delivery added up correctly and reflected the user¿s basal program. Caps were not returned, and using the test caps the pump powered up and functioned properly. The rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Normal and audio bolus were delivered and recorded correctly. Unrelated to the complaint, the keypad cover was torn while no tactile issues were found with the buttons. Removal of the keypad cover did not find any contamination under the button contacts. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an inaccurate delivery issue with the pump. No further information was provided. In response to customer technical support¿s follow-ups, the reporter called back on (B)(6) 2015 and stated that on the initial complaint date, the patient had blood glucose (bg) reading of 500 mg/dl with symptoms of dizziness, lightheaded, vomiting, increased thirst, and was diagnosed with diabetic ketoacidosis. It was reported that the patient was treated with intravenous fluids and insulin injections by medical personnel at the hospital. Allegedly, the patient remained on pump therapy without any recent adjustments to the pump setting. Attempts to troubleshoot the pump were declined. The reporter stated that when the patient was discharged from the hospital, the hospital indicated that the pump was ¿messed up¿. No specific information was provided regarding the nature of the pump malfunction. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged pump malfunction of unspecified nature.